Event description:
It was reported that a pt fractured her humerus while being positioned to be scanned with a lightspeed 4.0 CT system. The pt was on the table, positioned and moved into the gantry awaiting the start of the scan, the tech left the scan room the check on the pt's lab results. During that time, pt decided to get off the table (pt needed to use the rest room), found a way outside of the gantry bore, sat up and fell from the CT table. The pt was taken to the emergency room at the facility and she was diagnosed with a fracture and was taken to surgery. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.